Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery alarm. The customer¿s current blood glucose level was unknown at time of incident. The customer stated that the insulin pump was not working. The customer stated that they were unable to rewind. Customer stated pump had no delivery with a black dot and couldn't get that to go away. The insulin pump will not be returned for analysis.